Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm."

Event description:
It was reported that the pump time was not accurate. Reportedly, the customer did not adjust the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was not impacted.